Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "breast nodule, scar tissue and fluid around breast." Patient noted the "breast feel warm to touch, breast sensitivity, depression, fatigue and abnormal labs indicating changes in estrogen level". The device remains implanted. The events of depression, fatigue and "changes in estrogen level" are unrelated to the breast implant.